Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) on (B)(6) 2013. On post operative day 2, the patient had membrane formation. This was the patient's second lens eye implant. The patient's first lens eye implant was absolutely fine. Both lens implants were the same amo model lens. A reported vision loss occurred 2 days after surgery ((B)(6) 2013) and there were membranes formed. On the post operative day three, (B)(6) 2013, the vitreous cavity was full of exuberates and white hypopyon was observed. There was no pain and only mild redness. A vitrectomy was performed on (B)(6) 2013, where silicon oil was injected. Post operatively, there was thick whitish membrane that was mild pinkish in appearance. The doctor reported there were no changes of viscoelastic, o.r. Instruments, etc. The lens remains implanted.

Manufacturer narrative:
Sex -female. Date of this report-(B)(4) 2012. Date received by manufacturer-(B)(4) 2012. Expiration date - 03/31/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Membrane formation. Intraocular lens. To date the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received from the health care professional showed the vitreous aspirate was (B)(6) (using polymerase chain reaction). There was no growth on culture of vitreous aspirate. The inflammatory response started 24 hours after surgery and was fulminant. There was no response to intravitreal injection of vancomycin and ceftraxone. A complete vitrectomy was performed on day 5 post operatively at which time the recovery was dramatic. Pin hole visual acuity on (B)(6) 2013 was 20/20. In the doctor's opinion, a toxic reaction is suspected. Manufacturing record review: the review of the documentation and testing presented in the manufacturing record were found within product specifications. The documentation shows that the production order was manufactured according to specifications. No deviation or nonconformance was generated. Sterilization records: the sterilization record for this lot was reviewed and no deviation was found during the sterilization cycle. All pertinent information available to the manufacturer has been submitted.